Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The patient reported that she removed the device per his doctor's instructions due to the rash. During a follow up, the patient reported that the rash had healed.